Event description:
The customer contacted stryker to report that they were using their device during a patient event and it wouldn't recognize the attached defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer provided stryker with additional information on the reported issue. It was determined that the cause of the reported issue was due to the device and electrodes being improperly stored outside in the cold.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and it wouldn't recognize the attached defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that they were using their device during a patient event and it wouldn't recognize the attached defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with the device serial number and some of the patient information. Fields d4, a2, a3, and a4 have been updated.